Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Total arthroplasty was done in 2013 . Revision surgery for rotator cuff insufficiency. Patient ID: (B)(6).